Manufacturer narrative:
In the initial report - describe event or problem included the incorrect statement "the provided pre- and post-op refraction data indicate the patient's visual acuity improved from 1.0 to 1.2 for both eyes." The correct statement is: "the provided pre- and post-op refraction data indicate the patient's post-op refraction for both eyes has improved compared to the pre-op refraction. The visual acuity changed from 1.0 to 1.2." An incomplete flap cut does not lead to permanent deterioration of visual acuity. It is possible to restart the flap cut immediately or after a waiting time of 3 months. The visumax user manual provides information regarding restart of treatment for flap cut (000000-1345-518-doks-fp-gb-310511, page 21-22). Corrected data: date of this report: changed from "06/21/2017" to "05/23/2017". (B)(4).

Event description:
The health care professional (hcp) reported that an irregular surface cutting occurred on the patient's eye during flap creation with the visumax. The hcp made a decision to stop treatment before lifting the flap and performing ablation of the corneal tissue. The patient was treated with another visumax in the same clinic. The provided pre- and post-op refraction data indicate the patient's visual acuity improved from 1.0 to 1.2 for both eyes. All pertinent information available to carl zeiss meditec has been submitted in this report.